Event description:
It was reported that a malfunction alarm occurred multiple times. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On 10/3/2022, a follow up medwatch report (#2) was submitted in error. Please disregard the codes submitted in this follow up report (213, 4112, 4315). This follow up information pertains to a separate MFR report # (3013756811-2022-93186) and will be submitted under this report #.